Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembling, the imaging window detached near the lapjoint section, and the imaging core entangled and stretched. A broken drive shaft was found at 31.4cm from the distal end of the connector shaft. No other visual damages were encountered. Impedance testing showed an electrical open at the proximal wave form.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opti cross imaging catheter was selected for ultrasound examination of the target lesion, but lost image issue occurred during the procedure. The procedure was completed with another of the same device. There was no injury to the patient. However, device analysis revealed the imaging window was detached near the lap joint section.